Manufacturer narrative:
In the case description, the user mentioned that the system was not correctly factoring carbs into boluses. Cloud data from the user for the period of on (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that the user's insulin-to-carb ratio was 1:6. The cloud data showed that the bolus calculator correctly calculated boluses based on the carb and glucose inputs, the user's settings, the insulin-on-board at the time, and the user's sensor trends when the use sensor option was used to load the glucose value. Though no issues were observed in the cloud data, it could not be conclusively determined if attempts were made to program boluses that did not correctly calculate based on carb values without device log files. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.0.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the system was not correctly factoring carbs into boluses, despite settings being programmed correctly. There was no impact to blood glucose levels reported. No patient injury occurred, no patient symptoms or medical interventions were reported.